Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. Customer was treated for the low blood glucose with candies. Customer's blood glucose level was 242 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. Battery compartment was damaged. The product was returned for analysis.

Manufacturer narrative:
The insulin passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.